Manufacturer narrative:
Manufacturer's investigation conclusion: this type of event has been previously investigated. Reference document (B)(4). Complaint data is reviewed periodically per the quality data review process (qs work instruction # (B)(4)). Quality data reviews are conducted on production and post production signals to evaluate specific business areas and products and ensure the effectiveness of these business areas and products including conformity to product requirements. This is done by periodic review of key performance indicators and objectives. Qdr information, as applicable, feeds into CAPA requests. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 4 months, 28 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was seen in the advanced heart failure clinic for lab work and had abnormally low hemoglobin and plasma. The customer reported major bleeding in an unknown location while the patient reported having dark stools for the week leading up to the clinic visit, as well as fatigue, light headedness, and dizziness. Patient also reported shortness of breath during exertion. The patient denies having any abdominal pain and is not on daily aspirin or warfarin. No action was taken and no other alarms, malfunctions, or adverse events were noted.

Manufacturer narrative:
Event description: additional information.

Event description:
Additional information was received on (B)(6) 2019. It was reported that the was admitted. The patient had melena for 4-5 days. Was transfused and given IV iron. Gi was consulted and a small bowel enteroscopy showed no fresh blood, no arteriovenous malformation(avm) or ulcers, home improved.